Manufacturer narrative:
The motor functioned properly and no anomaly noted. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over or under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the under delivery of the insulin and the customer was alleging the insulin pump for under delivery of the insulin. The customer¿s blood glucose level was 252 mg/dl. It was also stated that the insulin pump was doing strange sound like the motor was locked or was not working properly. The insulin pump will be returned for the analysis.